Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: can it be confirmed that both vessels were proximal to cut line and no extraneous tissue was present distal to cut line? They were proximal to cut and well isolated, no extra tissue was any issues noted with staple form during procedure? Not on the vessel but for the green load used for bronchus they were partially formed was any tension being applied to vessels during firing? No tension since they were 2-3 mm vessels what was the approximate size and compressed width of vessels? 2-3 mm pulmonary branches which are very thin and delicate what is the current patient status? Doing fine, discharged home on day 4.

Event description:
It was reported that during a vats lobectomy left upper procedure, the surgeon performed the vats procedure by transecting parenchyma with psee60a with gst60d reloads, bronchus psee60a with gst60g reload, and pve35a four firings on pa & pv. The fourth and final firing of the pve35a was on two very small branches of pa. That fourth firing of the device resulted in not properly sealing the two small branches. The surgeon had to open the chest (thoracotomy) to suture and clip the branches. The procedure was completed and lobe removed minimally invasively but converted to open thoracotomy to address bleeding pa branches.